Event description:
The manufacturer of a contact lens care cup for use with 3% hydrogen peroxide systems received a report from a male patient that a cup burst during use. No injury occurred; however, the patient's contact lenses were lost. The manufacturer is implementing corrective actions to prevent reoccurence of this event.